Event description:
Boston scientific crm received information that this field representative (fr) reported this device with high ventricular outputs has an estimated longevity remaining of less than 0.5 years, however the battery indicator still shows 3/4 full. The patient is paced 100 percent. Technical services discussed with high outputs, the device longevity should be believed over the battery indicator. The fr agreed and will notify the clinic.

Manufacturer narrative:
The device remains in service. Should additional information become available, this event would be updated.